Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported that ¿system error 343, motor error code, shut off while infusing¿ was not reproduced. Evaluation was able to turn the device on/off and run an infusion with a loaded set without receiving any alarms or errors. A review of the event history log revealed single occurrence of system error 322 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The motor, bearings and gears will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed system error 343 (motor high rate error) upon power up and shut off while infusing at critical care department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.